Manufacturer narrative:
Evaluation was not possible, as the device was not returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during a hip arthroscopy. The broken piece was removed from the surgical site using graspers and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.